Event description:
It was reported that the catheter was placed and when the md went to remove the spring wire guide (swg), it was "broken." As a result, the md removed the catheter and the swg as one unit. The md inserted another catheter without complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.